Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that guidance system was inaccurate. There was no patient harm and the procedure was delayed less than an hour.